Manufacturer narrative:
The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with ldl-cholesterol gen.3 (ldlc3) assay on a cobas 8000 c702 module. Initial result: 0.4 mg/dl. The customer noticed that the initial result was <3.8 mg/dl and it was auto-validated by the infinity. Repeat result: 155.6 mg/dl. Reportedly, the repeat result was as expected.

Manufacturer narrative:
The c702 module serial number was (B)(6). Calibration and qc were acceptable. The field application specialist visited the customer's site on the day of the event and set a new rule in infinity for the repetition of low results. The investigation is ongoing.